Manufacturer narrative:
(B)(4). G2: australia. D2: device product code: ikd. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced sensing failure during an urgent cath lab procedure. After swapping the pacing wires, and eventually swapping the patient cable, sensing was achieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 d2: device product code: ikd no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown product was returned for this complaint: upon review it was determined that the item returned from the reporter is not item# 019530 lot# 06498 as reported in the per and is not associated with any zimmer biomet products. Further, no photographs of the affected devices were included in this complaint submission. As such, no definitive statements can be made regarding condition of the product. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.